Manufacturer narrative:
No product was returned; however, photos of the device was provided for analysis. Functional and visual tests were performed, but the reported issue could be duplicated. The cause of the issue couldn't be confirmed.

Event description:
It was reported that the vented cap was leaking, not sealing when in contact with blood which was confirmed that the users are twisting caps as they push down firmly to close, per guidance provided. There was no patient harm/adverse event.

Manufacturer narrative:
E1: phone: (B)(6). Customer provided lot number 6072428; however, the lot was unable to be verified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.